Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 369 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty force sensor resistor. Unable to perform occlusion, prime, excessive no delivery test due to motor error alarm; however, the motor was tested outside the device and passed motor test. The insulin pump passed self-test, a21 test and all operating currents were normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners, cracked reservoir tube lip and missing the end cap sticker. The drive support disk was inspected and no anomaly was noted.